Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device reached the elective replacement indicator (eri) and there was a possible occult defect. The device was removed and replaced. No patient complications were reported due to this event.